Manufacturer narrative:
Cmp-0431132 this follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, however, the information available, supported by the opinion of the operating surgeon, suggests that implant revision was required as a consequence of normal polyethylene wear after 17 years of use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial elbow arthroplasty and subsequently the pmi group is requesting a custom device for a revision on an unknown date due to wear of the pe bearing.

Manufacturer narrative:
(B)(4). Concomitant medical product - unknown ulnar stem. Therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01235.

Event description:
It was reported that the patient had an initial elbow arthroplasty and subsequently, the (B)(6) is requesting a custom device for a revision on an unknown date due to wear of the pe bearing.